Event description:
Same case as MFR report #: 2134265-2009-00036. Study. It was reported 630 days following a coronary artery stenting treatment procedure that the pt returned with asymptomatic chest pain. The index procedure treated two lesions. The first being a de novo, 85% stenosed 2.5x15mm lesion located in the mildly tortuous 3rd obtuse marginal branch. Treatment consisted of pre-dilation with a maverick 1.5x15mm balloon and the placement of a 2.5x20mm taxus liberte drug eluting stent deployed at 16 atm's. No post dilation was performed. The second lesion treated was a de novo, 99% stenosed 2.75x18mm lesion located in the mildly tortuous 2nd obtuse marginal branch. Treatment consisted of pre-dilatation with a maverick 2.5x12mm balloon, the distal overlapping placement of a 2.75x24mm taxus liberte drug eluting stent deployed at 16 atm's and post dilation utilizing the taxus liberte stent delivery balloon (2.75x12mm) deployed at 18 atm's. The pt was discharged two days later on aspirin and clopidogrel. At 630 days following the index procedure, the pt returned with "asymptomatic vague chest pain with no fresh ECG changes and normal cardiac markers". Attempts to obtain additional info from the site were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. The most probable root cause of the reported difficulty is determined to be "undeterminable."